Manufacturer narrative:
Based on the currently available info, we are unable to determine to what extent, if any, the bard deice may have caused or contributed to the events as alleged. No medical records have been provided and the mesh remains implanted. A review of the mfg records showed no anomalies during the mfg process. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt: per pt: it is alleged, that the pt was implanted with a bard/davol flat mesh, in the abdomen, above the belly button, during a procedure to repair a small ventral hernia on (B)(6) 2012. The pt reports having difficulty healing, experiencing discharge and odor for three months post implant procedure. The implanting surgeon checked the mesh at two weeks and one month post implant procedure and reported the mesh to be "ok." The pt sought the advice from a second physician, CT scan was taken, showing no abnormalities with mesh implant. Since the implant procedure, the pt has experienced pain and swelling at the implant site and has been referred to a pain management specialist. Pt states she is unable to work due to her inability to remain sedentary for long periods of time. Pain medications have been discontinued by the pt. Additionally, since the placement in 2012, the pt reports having allergy type symptoms, including stuffy nose, sore throat and headaches, which she attributes to the mest implant. Pt has no known allergies at this time.